Event description:
Consumer's rep indicates consumer received needle stick when reaching for syringes in polybag. It was claimed that the shields were off in polybag. Rep stated that consumer may have sought medical attention.

Manufacturer narrative:
No product has been received to date. If product is returned, analysis will be conducted. Unable to run complaint history check or device history review as lot number is unk. Regulatory compliance will continue to monitor on monthly trend reports.